Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the vizigo¿ sheath was broken when the vizigo¿ sheath was inserted into the patient. There was a backflow of blood when the issue occurred. The hemostatic valve was not completely broken off of the vizigo sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the approximate volume of blood that was lost was not much, a couple of milliliters. Patient hemodynamics were not compromised due to bleeding. The vizigo¿ sheath was replaced and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device number 00001997 and no non-conformances related to the complaint was found during the review. Based on the mre, the h 4. Device manufacture date has been updated. G1. Manufacturer site email has been updated with the current email address. G1. Manufacturer site phone has been updated with the current phone number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).